Event description:
The complaint is reported as "cuff would not deflate after pre use check".

Manufacturer narrative:
The sample was received for eval, however, the investigation was not complete at the time of this report.